Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. The customer's blood glucose fluctuated from 68 to 187 mg/dl at the time of incident. Troubleshooting found that the batteries only last 15 hours at the most. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected low battery, batt out limit and failed battery test alarms during testing. Device passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also,device communicated properly and recorded the value properly from glucose meter. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.